Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm evaluated the unit and replaced the sticky k6a valve. The stm completed the pm and performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) of a cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the unit failed the k6, k7, k8 leak test. There was no patient involvement, thus no adverse event was reported.